Event description:
It was reported that the lead exhibited r wave oversensing. Lead polarity was changed from bipolar to unipolar.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.